Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in an adult female patient who had essure (batch no. A73754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection"), genital haemorrhage ("bleeding") and dyspareunia ("dyspareunia"). At the time of the report, the perforation, pelvic pain, infection, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, infection, pelvic pain and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received-previously reported event injury nos was replaced with perforation , infection, pain ,bleeding and dyspareunia. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in an adult female patient who had essure (batch no. A73754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection"), genital haemorrhage ("bleeding") and dyspareunia ("dyspareunia"). At the time of the report, the perforation, pelvic pain, infection, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, infection, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report